Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was having overstimulation during some activities, and wanted to be reprogrammed. F/u determined the pt had some nerve irritation, and was treated by the physician. Further f/u found the pt was feeling better, and the stimulation was effective.